Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: during investigation, the pump powered on to a blank screen. The original complaint of unresponsive buttons was unable to be investigated due to the blank screen. The keypad was found to be in intact. The keypad was removed to find no contamination under the keypad button contacts. Unrelated to the complaint, investigation revealed the pump was opened and moisture damage was found on the keypad connector and flex connector. Visible moisture was found behind the display lens. A pump case leak was found which caused the pump to fail the performed leak test. A base crack was observed between the case seal and the keypad. The pump was opened to find evidence of moisture on the display screen flex.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.